Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Additionally, the pt reports feelings of erratic stimulation, shocking sensation with stimulation and no longer being able to feel magnet mode stimulation. The pt denies any recent injury or trauma that may have damaged the ncp system. Review of x-rays by mfg revealed two fractures in the lead coil wire; one at the bifurcation of the lead and the other in the portion above the generator. The appearance of the lead assembly was consistent with conditions that exist when a pt manipulates the device through the skin. The pt has declined lead replacement surgery at this time because she has not experienced a decline in her medical condition.